Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4)

Manufacturer narrative:
The pump was received with a blank display due to a broken solder joint. The pump also had minor scratches on the display window, cracked case at the display window corner, and cracked reservoir tube lip.

Event description:
Customer reports to have a blank display screen. Customer's blood glucose was 129 mg/dl. During troubleshooting, it was found that insulin pump shows no signs of physical damage, insulin pump has not been exposed to moisture; contacts on battery cap are not missing; battery compartment is not damaged or corroded. After troubleshooting, display screen did not return, customer was advised that insulin pump would need to be replaced. No further information provided.